Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. A review of the device history records has been requested. The review request does not appear on tracking list because the investigation site is incorrect. The device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review was attempted: the investigation of the complaint articles has shown that: no service history review can be performed as part number 388.50 with lot number(s) synthes lot #-5660588/supplier lot#-a7qa48 is a lot/batch controlled item. The manufacture date of this item is 17-dec-2007. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery the pliers broke. The tube of the pliers that is placed over the screw holder broke apart when the surgeon was introducing the collar. All pieces were retrieved and the case was successfully completed. Concomitant devices reported: collar (part# unknown,there is 1 device in this complaint. Lot# unknown, qty 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). Used synthes lot verse supplier lot as previously reported. Part 388.50, supplier lot a7qa48, synthes lot 5660588: release to warehouse date: december 17, 2007. Expiration date: n/a. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the tube of the persuader broke apart. The repair technician reported the tube tip was broken, and the spring was loose. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: tube, nut, collet, retaining collar, spring (set), dog point set screw. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a 5 minute delay.